Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the button stopped working and non responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump would not stopped beeping. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted.